Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 5.1 mmol/l. The customer stated that the issues may be with the reservoirs. The customer was assisted with checking the programming go the pump but the customer insisted on having the pump replaced due to their dissatisfaction. A replacement pump was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).